Manufacturer narrative:
(B)(4). A service history review revealed that the device was not previously sent in for the reported condition. However, during previous services, the prisms were replaced.

Manufacturer narrative:
The condition of failure code 808:02 was confirmed through evaluation and was found to be due to a faulty pump head module. The pump head module was replaced to correct this failure. Should additional information becomes available a follow up medwatch will be submitted. (B)(4).

Event description:
During baxter service testing a colleague infusion pump a failure code 808:02 occurred during delivery causing an interruption of delivery. There was no report of patient involvement, injury, or medical intervention necessary. This device utilizes user interface module master software version 5.09.90 categorized as remediated.